Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as door jammed alarms) but did not reproduce the reported "door latch issue." Evaluation found a broken upper hook switch which is a known contributor and likely caused the reported symptom. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had a door latch issue. It was also reported that there was no patient injury.